Event description:
It was reported to nova biomedical that a consumer was receiving lower blood glucose readings at home when his blood glucose results when admitted to the hospital were actually much higher readings. The lower readings obtained at home, may have prevented him from treating his actual high readings. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.